Manufacturer narrative:
The device was returned to philips bench repair for analysis. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #:(B)(6).

Event description:
It was reported that there was a speaker malfunction. It is unknown if the device produced sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The device was returned to philips bench repair for analysis. The bench repair technician (brt) powered on the device, and the "speaker malfunction" inop appeared. The brt determined that the main board required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the main board. The issue was resolved by replacing the main board, and the device was returned to the customer site.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that the device was displaying a speaker malfunction error, and there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.